Manufacturer narrative:
Product event summary - the device was returned and analyzed and no anomalies were found. However, the returned device indicated a set screw with a rounded socket.

Event description:
It was reported that during the implant attempt, when the physician attempted to turn the ventricular setscrew to lock the lead in place, nothing happened; the wrench just turned. The same thing happened with a different wrench. The physician had concerns about the connection issue and the device was not used. A new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.